Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 10 months, 4 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presented stenosis. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra resilia valve.